Manufacturer narrative:
Manufacture has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-07488. It was reported the patient stopped using the stimulation as the patient experienced ineffective stimulation along with unintended stimulation in the abdomen. The patient also experienced discomfort (too strong stimulation). The patient may try different mode of therapy at a later date to resolve the issue.